Manufacturer narrative:
Fdc (B)(6) code no longer pertains to product ID (B)(6) lot# va00swf product type lead; fdc code corrected to (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00swf, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) about a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported there a lead revision. It was reported the device stopped working. The rep noted the patient admitted to falling about a year ago, but did not give a specific date of the fall. The rep stated the healthcare professional (hcp) tried to reprogram the settings, but after checking impedance, the lead seemed to be damaged. It was noted the issue was resolved at the time of the event. The rep noted the battery and lead were replaced. It was noted the patient was alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va00swf serial# implanted: (B)(4) 2012 explanted: (B)(4)2017 product type lead analysis of the implantable neurostimulator (ins) (serial # (B)(4) revealed good stable output on all electrode pairs and t elemetry was acceptable; the ins passed functional testing. Analysis of the lead (lot # va00swf) revealed that the conductor wires were broken at the tined area 5 cm from the distal end of the lead. Fdccodes: (B)(4), fdmcodes:(B)(4), (B)(4), (B)(4),(B)(4), , fdrcodes: (B)(4), (B)(4) pertain to product ID (B)(4), serial # (B)(4), product type implantable electrical stimulator fdccodes: (B)(4), fdmcodes: (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), fdrcodes: (B)(4), (B)(4) pertain to product ID (B)(4) lot# va00swf product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va00swf, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Device received by manufacturer, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.